Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three rounds of anti-tachycardia pacing (atp) and an inappropriate shock for what appeared to be a ventricular arrhythmia; however, right atrial (ra) sensing had been programmed off. Technical services (ts) was contacted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.